Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 800cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 18, 2022, mentor became aware that the correct serial number for the right breast implant was (B)(6). In addition, mentor also became aware that the patient was initially suffering from left side chest pain, which prompted for examination to check for possible left breast implant rupture. During that examination, it was found that the right breast implant was actually rupture. Lastly, mentor became aware that the patient's implants were replaced with the following devices: (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9718777 sn: (B)(6) and (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9718777 sn: (B)(6). Correction: mentor became aware that the patient's date of birth was erroneously omitted from the supplemental report sent on may 2, 2022. The proper field has been populated. On june 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Complication on the left breast will be reported under mrn: 1645337-2022-06859. This medwatch form is for the right breast prosthesis. Section a 2. Date of birth: (B)(6) 1979.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 800cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 21, 2022, mentor became aware that the patient's implant was implant for revision augmentation, was 42-year old at the time of event, and is caucasian. The patient began having chest and back pain, right breast lost shape, and had an appearance as if there was an extra bubble developing below the right breast implant. The right breast is disfigured. As a result, the patient has been scheduled for breast implant removal on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain, back pain, anisomastia.